Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant prosthesis and experienced left-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed based on the patient¿s symptoms on (B)(6) 2021. The patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant prosthesis and experienced left-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed based on the patient¿s symptoms on (B)(6) 2021. The patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2023, mentor became aware that patient also experienced right side mild double bubble deformity in addition to left side capsular contracture. On january 24, 2023, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, the following information is updated on this form: patient's initials have been updated to "(B)(6)" under field a1. Is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2023. On january 30, 2023, mentor became aware that the patient also experienced left side device extrusion and wound infection in addition to capsular contracture; baker grade iii/IV. Clinical codes have been added under field h6 on this form. On february 8, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Extrusion may occur when the wound has not closed or when the tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii/IV, device extrusion and wound infection. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 9, 2023, mentor became aware that patient received the following replacement devices and underwent bilateral surgical intervention: left: catalog number 350-5535bc; serial number (B)(6), on (B)(6) 2023, and right: catalog number 350-5535bc; serial number (B)(6), on (B)(6) 2023. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2023, mentor became aware that the date of surgery is (B)(6) 2023. Clarification has been requested to confirm the surgery date is for right side only. Supplemental report will be submitted upon receipt of any new information. Left side device was explanted on (B)(6) 2023, received and evaluated. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).